Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Only one implant was received, the needle was not sent back. There was no anomaly with the returned implant. Without having the needle to examine, this reported failure cannot be confirmed. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. The device for the similar complaint was not sent back and was not confirmed. Without further information, it is difficult to conclude the root cause. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported, during an unknown surgery, the surgeon noted the 2baffle extruded automatically after first fire. There was no report on patient injury. The procedure was completed with like product.